Event description:
Pt undergoing laparoscopic hysterectomy with robotism operating room level 7 cystoscopy when plastic weck port tip broke during procedure. Md aware, port left in place per md choice throughout case and removed when case completed. All pieces accounted for and passed off field.